Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin.

Event description:
It was reported occlusion alarms occurred. The customer changed supplies and resumed insulin therapy. Reportedly the customer's blood glucose (the customer changed supplies and resumed insulin therapy. ) level read "high"; a specific value was not provided, the customer declined to provide additional information regarding the bg.